Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a facility representative reported that a patient is having poor visual acuity and not happy with outcome. The lens was exchanged for another model. The device was not returned for analysis.